Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase also, unable to verify motion sensor test failure alarm or perform the self-test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. However, the insulin pump passed the stop current and run current tests. The insulin pump had cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motion sensor test failure. Customer received multiple motion sensor test failure alarms in their alarm history. Customer experienced these alarms within 30 days of having a new device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.